Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the error code is the photo switch or motor connection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called the hotline and stated his pump was alarming and screen read "error 1870" again. Instructed patient to remove and replace batteries. Pump powered back on, reviewed pump settings and pump restarted. Screen reads run. Remained on the line for reservoir to decrease. Alarm returned and instructions patient to remove batteries from pump and clamp tubing nearest port. Instructed patient to call doctor now for further instructions. Patient verbalized understanding and no further needs at this time. No patient harm. No patient injury. No additional information available.